Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that after removal of a non-smiths medical tracheostomy (trach) a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube was placed. Five minutes following change out the ventilator alarmed and revealed a minute ventilation volume abnormality; occlusion in the tube. At that time the patient oxygen saturation level was 70% requiring trach change out with a non-smiths medical trach. The patient recovered with no further adverse effects.